Event description:
It was reported that the fenestrated bipolar forceps instrument had a frayed wire. The instrument was not used on a patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of frayed wire (aka cable) is confirmed. Conductor wires are intact and undamaged, but drive cable is frayed. One grip close cable is frayed at the yaw pulley hub. Frayed strands stick out at the wrist. Other cables at wrist are not damaged. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.